Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿spare light indicator was on¿ was not duplicated. However, the phenomenon, the scope socket is worn¿, was confirmed and was determined to be the cause of the phenomena. It was recommended that the unit is passed through to the workshop for replacement of the scope socket, full inspection, and electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation of light source has spare lamp indicator on was not duplicated. Evaluation of the device revealed the scope socket was worn and high light intensity would not activate. This is due the light intensity slide detection mechanism being worn on the scope socket. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported to olympus by a customer that a visera 4k uhd xenon light source had a spare lamp indicator on. There was no reported patient harm or impact due to this event.